Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The values were greater than 3000 ohms. The physician was debating performing a lead revision as the patient travels frequently, but at this time, the lead remains in service. No adverse patient effects were reported.